Event description:
It was reported by service report that the lock bar strut is broken and the device cannot support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.